Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the overheating reported by the customer was attributed to a tight spindle housing on the driveshaft assembly. A tight spindle housing on the driveshaft assembly can create interference in the bearings resulting in friction causing heat generation.